Event description:
It was reported that a shaft break occurred. A 7f guidezilla ii guide catheter was advanced for treatment during a percutaneous coronary intervention procedure. However, it was noted that the shaft was broken at the guide connection. The procedure was completed with a different device. No further patient complications were reported.